Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had noticed a leak with one reservoir. Customer's blood glucose level was 123 mg/dl. Customer had a leak and one reservoir would not let her push the plunger and she received a no delivery alarm. Customer found that all components were present. Customer stated that the reservoir that leaked had the transfer guard attached. Customer mentioned a second reservoir with an occlusion, which was also being returned. No further assistance needed.